Event description:
Patient reported vomiting and migraine day after first ivig infusion. Following day, he woke up with a headache 7/10 and symptoms started to worsen. He had stiff neck, sensitivity to light. He was brought to ER and was hospitalized overnight.